Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced air bubbles in gel and gel smearing. The following information was provided by the initial reporter. The customer stated: the customer reported to us that the cell components were not properly separated. There were also air bubbles in the gel and gel streaks on the tube wall.

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel smearing with the incident lot was observed. Bd received photographs showing a thin line of gel on the tube wall. Barrier separation observed in the photographs was satisfactory. Bubbles in gel were not observed. Retained samples could not be tested, because the lot number was not provided. Bd was able to confirm the customers indicated failure mode for gel smearing with the photographs provided. Bd was not able to identify a root cause for the indicated failure mode. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced air bubbles in gel and gel smearing. The following information was provided by the initial reporter. The customer stated: the customer reported to us that the cell components were not properly separated. There were also air bubbles in the gel and gel streaks on the tube wall.